Event description:
On 7/2/90 an aus device was implanted. On 7/6/94 the pump was revised. On 8/5/94 the pump was repositioned. On 5/1/96 the balloon and pump were revised. On 8/16/96 the device was removed from the pt and replaced due to recurring incontinence-fluid loss, cuff.